Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness, headache, asthma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged of nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed as outlined in (B)(4). Secondary findings: 0 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Broken ui (user interface) knob pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: product UDI, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.